Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017,product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (1.0 mg/ml at 0.1 mg/day) via an implantable infusion pump. The indication for use was noted to be non- malignant pain. It was reported that the patient was getting no pain relief. An x-ray showed that the catheter had migrated out of the intrathecal space and was coiled outside of the spine. Medical notes stated that no anchor was used to keep the catheter in place. This may have contributed to the migration out of the spine. The spinal segment was replaced on (B)(6) 2019 and the anchor was used. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.